Event description:
A lead extraction procedure commenced to remove a right atrial (ra), an active right ventricular (rv), and a capped rv lead due to cied system/pocket infection. The patient had undergone radiation for lung cancer, and it was suspected that this made the tissues very thin and friable. Beginning with a spectranetics glidelight laser sheath on the active rv lead which had been implanted only 2 weeks, the lead was removed with ease without a traction platform. Then, spectranetics lld ez lead locking devices (lld ezs) were inserted into the ra and capped rv leads to provide traction. The same glidelight was used to alternate between the ra and capped rv leads, where lead on lead binding, along with adhesions on the wall of the heart, were noted. While working on the capped rv lead, the patient's blood pressure dropped and an effusion was detected via transesophageal echocardiography (tee). Rescue efforts began immediately, including rescue balloon and sternotomy. A 2 mm superior vena cava (svc)/ra junction perforation was discovered and repaired (MDR #3007284006-2024-00087). It is believed that the perforation occurred during use of traction as the lead was pulled away from the area. Due to the injury, it was determined that lead extraction would not continue. No attempts were made to unlock the lld ezs from the leads, and the capped rv lead/lld (MDR #3007284006-2024-00087) and the ra lead/lld were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the ra lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Device lot number, expiration date unk. Partial UDI populated. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the ra lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4: correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.